Event description:
Pt underwent uneventful lasik ou (B)(6) 2014. Referred back to center to evaluate striae od (B)(6) 2014. Flap was lifted and stretched without complications. Seen (B)(6) 2014 vasc 20/20 od, 20/20/os. Corneas clear, flaps in place no striae noted at sle. Center has amo and alcon flap markers. Original incident had the wrong flap marker noted. This report is being sent to the correct manufacturer. Mrf ref #3003288808-2014-01597.